Event description:
It was reported by the patient that his implant has not been functioning properly for awhile; however, he was not able to differentiate it. Suddenly, he was no longer able to hear with his device. External parts have been exchanged, but without success. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.